Event description:
The pt was implanted with two scs leads from the same lot number. It was reported, the pt experienced a fall and lost stimulation therapy from his scs system. X-rays taken revealed the pt's scs leads migrated out of the epidural space. The pt underwent surgical intervention and the physician removed and replaced the pt's entire scs system. The physician decided to electively replace the pt's ipg. There was no alleged deficiency or malfunction of the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.